Event description:
Report received indicated that during a percutaneous transluminal angioplasty there was a balloon rupture. The target lesion was lower limb artery (details unk). There were no anomalies noted during product inspection or when prepping device. An indeflator was use at 6atm the balloon ruptured. The product was prepped according to the instructions for use. There was no balloon leakage observed. There was no seperation of any balloon part, no vessel dissection or deflation difficulty reported. The physician used another balloon for additional dilation and the procedure was finished successfully. There was no pt injury. As per contact there are no additional pt vessel, lesion, or procedural information available.